Manufacturer narrative:
Correction: section b1, b2, d1, h1 and h6 (medical device problem code) were updated as it was inadvertently left out in error in the initial report. Section b5 was updated with additional information which inadvertently left out in error in the initial report.

Event description:
Updated clinical narrative: an impella cp device was inserted via the right femoral artery in a 27-year-old patient for the indication of acute myocardial infarction with hemodynamic instability. The patient initially presented with chest pain, was found to have st-segment elevation on electrocardiogram, and experienced cardiac arrest prior to emergent transfer to the cardiac catheterization laboratory. Due to clinical deterioration, the patient was intubated, and impella cp support was initiated. Following implantation, low pump flows of approximately 1.5¿2.0 l/min were observed. The impella catheter was withdrawn to assess for possible obstruction, at which time flows improved with the inlet positioned outside the aortic valve. During attempted repositioning, the pigtail crossed into the left ventricle and could not be readvanced, and the impella cannula was noted to have prolapsed back on itself, consistent with kinking of the cannula assembly. The device was withdrawn to the aortic bifurcation in an attempt to straighten the catheter; however, due to persistent mechanical issues, a clinical decision was made to remove and replace the impella cp. A new impella cp device was successfully implanted, with restoration of adequate flows. The device will be conservatively reported for serious injury due the device exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the product damage cannot be determined since the product was not returned and insufficient clinical details were provided. The cause of device in wrong position was most likely use issue related since the pump was pulled out of position and came across the valve and was unable to readvance. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During impella cp support, the patient experienced a bent/kinked cannula assembly. Clinical stated the impella cannula prolapsed back on itself and device was pulled down to aortic bifurcation to straighten out cannula. The impella cp was explanted and replaced as a result of the kinked cannula assembly. This was considered a reportable malfunction.